Manufacturer narrative:
The device has been received by depuy synthes power tools. The complaint of heat was not confirmed. However, complaint of bent neuro tip was confirmed through visual assessment. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had a bent neuro-tip and was also heating up. The device was not used in surgery. It is unknown if injury, surgical delay, or medical intervention occurred. There is no additional information provided.